Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The peritonitis was manifested by abdominal pain. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. On an unreported date, during hospitalization, pd therapy was discontinued, pd catheter removed and the patient was switched to hemodialysis. At the time of this report, the patient was reported not recovered from the event. Additional information was requested but is not available.